Event description:
It was reported the implants were removed due to a metal allergy and that no new parts were implanted due to heterotopic bone growth.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 2 of 5.

Manufacturer narrative:
The tmj fossa and mandible were visually evaluated, there were no visible signs of wear and no evidence of mechanical damage. Scratch marks were noted, however this most likely occurred during removal of the parts. The screws used to fixate the implants were not returned for evaluation. Based on the data available through the review and investigation of this file, the most likely underlying cause of the revision is the patient's condition as evaluation of the returned implants found no mechanical damage and the surgeon indicated the patient experienced an allergic reaction. The package insert for this device states "foreign body or allergic reaction to implant components" are possible adverse effects. File two of five for the same event.